Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 0 mg/dl resulting in the customer losing consciousness. Customer required assistance from paramedics who administered two intravienous (IV) treatments of glucose and saline, additionally they administered carbohydrates rich food to address bg. Customer was not transported to the hospital. Recommendation was made to consult with a healthcare provider to discuss diabetes management.